Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus / she was unable to remove the left coil because it was embedded in my uterus"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("lower quadrant pain"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), complication of device removal ("she was unable to remove the left coil") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and hysteroscopy on (B)(6) 2017) and surgery (on (B)(6) 2017 underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, abdominal distension, back pain, dysmenorrhoea, complication of device removal and abdominal pain outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, complication of device removal, dysmenorrhoea, embedded device, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: most of my symptoms resolved quickly. The opposite tube, had difficulty identifying the left tube, but after awhile, the left tube was very visible and the essure was then inserted without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right coil was in place, but the left coil was concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : back pain, pelvic pain, dysmenorrhoea, embedded device ". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "dysmenorrhea (cramping), migration of essure device location of device: uterus / she was unable to remove the left coil because it was embedded in my uterus, pregnancy (termination), device ineffective, she was unable to remove the left coil and abdominal pain" were added. Lot number was added. Product explant date was added. Historical and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus / she was unable to remove the left coil because it was embedded in my uterus"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 36-year-old female patient who had essure (batch no. 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was unable to remove the left coil" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 2009, (B)(6) 2010). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced abdominal pain lower ("lower quadrant pain"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and hysteroscopy on (B)(6) 2017) and surgery (on (B)(6) 2017 underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, abdominal distension, back pain, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, embedded device, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: most of my symptoms resolved quickly. The opposite tube, had difficulty identifying the left tube, but after awhile, the left tube was very visible and the essure was then inserted without any difficulty. Removal date- on (B)(6) 2017, underwent bilateral salpingectomy (removal of right coil) and (B)(6) 2017, hysteroscopy (removal of left coil) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right coil was in place, but the left coil was in (B)(6) 2011 : hysterosalpingogram : right occluded and left not occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : back pain, pelvic pain, dysmenorrhoea, embedded device ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("lower quadrant pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2017 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.